Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right atrial (ra) lead experienced chronic atrial fibrillation (af) and had phrenic nerve stimulation. The physician decided to put another lead into the atrial port. This ra lead was surgically abandoned. No adverse patient effects were reported.